Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had possible under delivery anomaly. The customer¿s blood glucose level was 234 mg/dl. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging the pump because customer just programmed a lot of bolus, and did heavy exercise but his blood glucose value was still high. Customer was neither in emergency room nor admitted into hospital. Troubleshooting was performed and customer states the insulin exited. Customer stated that there was issue with air bubbles and it was located in the tubing. The customer stated that approximate size of air bubble was 1 cm. Customer also stated that air bubbles were successfully removed. The device will not be returned for analysis.